Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the eight struts of the filter perforated the inferior venacava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and four months post deployment, computed tomography of abdomen pelvis was performed. The superior extent of filter was located at mid l3 and the inferior extent was seen at l4. There was no significant tilt and 8 strut tips were found to extend beyond the inferior vena cava wall maximally 5 mm. The strut was not abutting any adjacent organ. There was no filter strut fracture or bending seen. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 11/2013). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and four months post filter deployment, computed tomography (CT) revealed inferior vena cava (ivc) filter located at the mid l3 to inferior l4. There was no significant tilt in sagittal or coronal planes. Eight strut tips extended beyond the inferior vena cava wall and maximally was 5 mm. There was no adjacent organ involvement. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the eight struts of the filter perforated the inferior venacava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.